Manufacturer narrative:
One smiths cadd-legacy 1 pump was returned for analysis in fair condition with damaged housing. The device was powered up and alarmed ec1260 which is a corruption of the memory of the circuit board. It's recommended to replace the circuit board and the damaged housing.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed error code 1260. It was also reported that the pump has sustained case and screen damage. There was no reported injury to the patient.